Manufacturer narrative:
An additional lot number was reported (lot # m020176). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarm 1 (no pressure change when expected) occurred during pumping with multiple cartridges. Blood glucose level ranged from 293-353 mg/dl. Reportedly, the customer declined to load a new cartridge and reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.